Manufacturer narrative:
Product analysis: analysis could not confirm the programmer overheating message with review of the programmer logs. It was found that the floppy drive was unable to read a disk. No anomalies were found when inspecting the electrical circuit boards and mechanical parts. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying a message indicating that the programmer was overheated and needed a reboot. The programmer has been returned for service. No patient complications have been reported as a result of this event.